Event description:
It was reported that this pacemaker stored a sinus tachycardia as a pacemaker mediated tachycardia (pmt). Boston scientific technical services (ts) also reviewed the most recent atrial tachy response (atr) episode in which right atrial undersensing was observed. No adverse patient effects were reported. At this time, this device system remains in service.